Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a power button issue with his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power button issue with the meter started on (B)(6) 2015, at 12:00 am. He reported that the meter ¿would not turn on with the button or tests strip for 6 hours.¿ the patient does not administer medication to manage his diabetes. In response to the alleged issue, the patient continued with his usual diabetes management regimen. He reported that as a result of the alleged issue, he developed a ¿dry mouth¿. No treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and, based on the information provided, there was no misuse of the product. The meter would not power on manually with a button press. The patient did not notice the battery indicator or message per labeling appear prior to the meter not turning on. The patient was using the correct test strips and the meter turned on when a test strip was inserted as per owner¿s manual. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power button issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.